Event description:
A falsely elevated troponin of 0.05 ng/ml was obtained in a pt sample. The result was reported to the physician who questioned the result. The same sample was tested previously on the same instrument and a result of 3.12 ng/ml was obtained. The same sample was retested on an alternate methodology and results of 3.58 and 3.30 ng/ml were obtained. Pt treatment was not prescribed or altered and there was no report to adverse health consequences as a result of the falsely depressed troponin I result. Instrument data indicates that most likely cause for the falsely depressed troponin I result was missing sample tube on instrument.